Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, cracks on the display window, a cracked belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received button error alarm. It was reported that the lower left and the lower right, have a crack on the display. It was reported that the reservoir window has a crack. No further information was provided.